Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the suture cutter was unable to cut a suture. Investigation of the device indicates that the device does not cut cleanly. As-built devices require preload between traveling cutter and shaft for scissor cutting action to work; preload is missing from this device. Cutting surfaces show normal wear and there is no evidence of degradation of cutting surfaces that would indicate unintended use contributed to this failure. The number of cuts that have been executed by this device is unknown. Assuming normal in-service use for this device and the time in-service the loss of the cutter preload associated wear over time is not unexpected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the suture cutter was unable to cut a suture. Surgery was completed with a back-up device from an alternate manufacturer, no delay in procedure, or injury to patient.